Event description:
The surgeon implanted an aq2010v lens. The lens was removed due to the pt's weak capsule support. Another lens was implanted and removed. Surgery was not completed. A suture was required and the pt was referred to another surgeon. It is unknown if the weak capsule support was a prior condition of the pt. There was no product malfunction.